Event description:
It was reported that the external pulse generator had broken ports. The generator was returned for service. It was noted that the (competitor's) cable that was being used with it was being returned as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that there were broken connectors, the output connectors were broken. Analysis also noted that the lower case was contaminated, damaged and broken and that the hanger assembly, all six case screws, the main seal, the ring screw and six decorative plugs were contaminated. (B)(4).